Event description:
Pt had an interventional radiology procedure for peripheral arterial disease on (B)(6)2010; acts were monitored and when the act was less than 180, the arterial sheath was pulled; at this time, the pt became hypotensive; was too unstable for CT scan; taken to ICU; noted to have abdominal distention. Pt became bradycardic, then asystolic; CPR performed and regained bp; taken to operating room - before surgery could be done. Pt coded and expired. Noted that pt was bleeding from artery orifice.